Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to 703885 and 703143 (same patient) the hospital reported that during a coronary artery bypass procedure the hst iii system (3.8mm) did not load properly. No delamination/cracking of the seal was noted before or during the loading of the hs iii seal. The seal looked not centered and fail to load in step 2/3. The procedure was completed with a new device. No patient harm.

Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 10/18/2022. An investigation was conducted on 10/25/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The delivery device was returned outside the loading device with the blue safety lock on. The white plunger was not depressed. The seal and tension assembly were observed in the body of the loading device, indicating the delivery device was not loaded correctly. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.22 inches ((B)(6)). The length of the delivery tube was measured at 2.525 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed. The lot # 3000257858 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a